Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -5.50/2.5/160 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Loss of bcva, lens opacity (asc), significant reduction of endothelial cell count or significant endothelial cell loss, and blurred vision was observed. The lens was removed on (B)(6) 2019. Phacoemulsification (cataract surgery) & iol implantation was performed. As of (B)(6) 2019 patient's "vision is great." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Result code: 114 should be corrected to 213 in initial medwatch report. Patient code: 1766 should be included in initial medwatch report. Date of this report: 04/17/2019 should be corrected to 04/16/2019 in initial medwatch report. Device code: 1494 off-label use. Claim#: (B)(4).